Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the mcs monitor was not boot up. Review of the system log file showed a problem with frontal ip-pc os disk 1. Upon functional testing fse found that the issue with ippc, due to this issue the mcs monitor was rebooting continuously, so both live monitor and console were shutting down intermittently. Fse reloaded the ippc system software and kept under observation for 4 cases. After reloaded the ippc system software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the mcs monitor would not turn on. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the mcs monitor was not starting. Troubleshooting actions showed a problem with the ippc (image processing computer) rebooting. The fse replaced the ippc software and returned the system to use in good working order.